Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in greece underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, patient experienced fever and redness of stoma. Patient was treated with antibiotic ceclor 500mg 1x3 for 4 days.